Event description:
It was reported that during an unknown procedure using the gen 11, the hp054 "puts itself in error." The case was completed by using another hp054 customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported .

Manufacturer narrative:
(B)(4). Nose cone. Event date: unknown, assumed (B)(6) that complaint was reported; should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. In addition, the acoustic isolator was torn and the hand activation wire had the outer jacket degraded. The handpiece has a number of seals to prevent fluids from entering the housing. ¿moisture present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The damaged nose cone allowed the ingress of moisture. Possible causes of the nose cone being cracked include the handpiece being banged or dropped, over torquing the device, or the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality.